Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es cubies were greyed out, not being read or detected, and popping out other cubies. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6.2 on medstation had cubies greyed out despite their physical presence. A field service engineer logged into the hardware test application, released all cubies, and reseated them. All cubies were then correctly detected and present. The system functioned as intended after the field service engineer repaired the device.